Manufacturer narrative:
(B)(4). Date sent: 01/09/2020. D4: batch # t5dx5x. Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a robot assisted gastrectomy, the outer of the staples lines were unformed at the first firing on the gastric body. The target tissue was not thick. Another device was used to complete the case. There was no bleeding and leakage for the patient. The outside of the stapling was seemed malformation for the surgeon, but the procedure was completed as schedule. There were no adverse consequences to the patient. No further information is available.